Manufacturer narrative:
G4: 23apr2020. B4: 24apr2020. Thepower cord,3 wire,rt angle,na,10a was returned to failure investigation (fi) for evaluation. The visual inspection of this customer returned alternation current (ac) power cord revealed no evidence of damage or contamination. The ac power cord will be attached to the fi test ventilator. The electrical safety test did pass the verification and no errors were generated during approximately 2 hours of operation. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This ac power cord was tested with no functional failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04feb2020.

Event description:
The customer reported during annual pm (preventative maintenance) that the ac (alternating current) cord was reading high ground resistance. The unit failed ground continuity testing. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's fse (field service engineer) confirmed the reported issue. The fse replaced the defective ac power cord to address the reported problem. The unit successfully passed the required performance verification test.